Event description:
It was reported that it was noted on the electrocardiogram that there was non-capture occurring in the ventricular channel. The device was reprogrammed with higher outputs in the ventricle. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.